Event description:
It was reported that the customer was hospitalized due to high bgs. The dr believes it may be the result of an infection. Troubleshooting conducted during the phone call indicated the device was operating properly. Customer was instructed to change set and try a different insertion site.